Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at this moment and no further information is expected. The file is closed. The investigation will be re-opened should additional information become available. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - boston scientific reported that approximately 100 months after the impant high threshold measurements were observed on this lead. It was suspected the increase was a result of inflammation of the myocardium. As a result, the patient was prescribed prednisolone which did reduce the threshold measurements, but also resulte din thin skin around the edges of the device. The (B)(6) 2017. The device was explanted due to premature battery depletion and possible near erosion. It is unclear if this report is on the ra or rv lead. Should additional information become available this file will be updated.